Manufacturer narrative:
Investigation results were made available. Missing information was requested from the author of the journal article. It was explained to zimmer gmbh that the required data cannot be provided. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: the trend analysis could not be reviewed as no item number was available. Review of event description: in the journal article "modified extended trochanteric osteotomy for the treatment of vancouver b2/b3 periprosthetic fractures of the femur" it is reported that one patient experienced deep acute infection which was successfully treated with lavage and component exchange. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea: infection due to failure of sterilization procedure due to supplier process / design of the device => possible: as the lot number of the affected devices was not shared, the sterilization certificates could not be reviewed. However, single-use sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it can be assumed, that the product did not cause or contribute to any patient infection. A systematic issue with design and/or material properties would have been detected as part of a trend review. Infection due to wrong re-sterilization procedure for sterile delivered parts => possible: as the sterilization procedure performed by the hospital was not shared, it cannot be excluded that a wrong procedure was followed. However, the IFU describes the re-sterilization process. As the lot numbers of the affected devices were not shared, the sterilization certificates could not be reviewed. Infection due to proposed re-sterilization procedures do not provide sterility => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. As the cup, liner and head used are unknown implants, the dfmea could not be reviewed. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification of the device certifies the suitability of sterilization. Therefore, it is not suspected that the product caused or contributed to any patient infection. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical reports were provided for review x-ray pictures are part of the journal article. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information was requested on april 28, 2017 to the appropriate representatives. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Note: the actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Fitmore hip sem ref# 01.00551.102) are marketed in USA, and therefore this report was filed. (B)(4).

Event description:
A journal article was received. The purpose of this study was to report the clinical outcome of revision total hip arthroplasty (tha) with the use of a modified extended trochanteric osteotomy (eto) in pff treatment. There were 43 cases between 2000 and 2014 were analyzed. Clinical and radiographic evaluation was performed with a mean follow up of 40 months. Among 43 cases, six patients (15%) developed postoperative complications from the journal article, it was found that a patient was implanted a revitan hip stem and a cup hip impl implanted on unknown side and unknown date. The patient underwent revision surgery to treat acute infection. Reference: "ladurner a, zurmühle p, zdravkovic v, grob k, modified extended trochanteric osteotomy for the treatment of vancouver b2/b3 periprosthetic fractures.